Event description:
Balloon rupture phone call from sales rep reports that two devices had the balloon burst on the same patient.

Manufacturer narrative:
Device #1 was visually inspected and it is verified that the balloon has burst. The edges of the burst are inconsistent in wall thickness and ragged. This type of defect is commonly seen in devices that had been over inflated. Device #2 was visually inspected and it is verified that the balloon has burst. The edges of the burst are inconsistent in wall thickness and ragged. This type of defect is commonly seen in devices that had been over inflated. Water was introduced through all lumens on both devices and the water flows from where it should. These devices are visually and functionally tested 100% prior to packaging and this condition was not present during that time. There are no other defects with either device.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon slightly protruded towards ruptured side.